Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). Initial reporter telephone number: (B)(6).

Event description:
Event description: it was reported that the silverhawk had trouble closing its cutter, no patient injury reported. Device evaluation: the cutter head was located in the distal tip assembly lumen. The thumbswitch was pulled back. The drive shaft proximal to the cutter head assembly (cutter and blank) exhibited a wrapped section of a stent (unknown make/model). The entangling of the stent component in the turbohawk drive shaft prevented the thumbswitch-drive shaft-cutter head assembly from nesting in the housing ramp.